Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to implant. The battery longevity bar displayed green with a longevity estimated greater than five year. The programmer was accidentally turned off. Upon reinterrogating the device, the longevity bar displayed grey. The ICD was never attempted for implant. No patient complications have been reported as a result of this event.